Manufacturer narrative:
Event summary: upon visual inspection of catheter 2af283 / 29918-08 showed the inner balloon had traces of blood inside, however, there was no blood inside the catheter handle. Pressure tests revealed a leak through the guide wire lumen. The balloon integrity was intact and no breach observed. Dissection showed a guide wire lumen kink and guide wire lumen breach at approximately 1.375 inches proximal from the tip. In conclusion, the balloon catheter failed the inspection due to a kink and guide wire lumen breach.

Event description:
It was reported that during a cryoablation procedure, the electrodes two and three of the mapping catheter stopped working. The mapping catheter was replaced resolving the issue. Additionally, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was then replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. Upon analysis, the cryo balloon tested out of specification.